Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system due to the appearance of extra right ventricular (rv) signals. Upon review, it was determined that there was competitive pacing where the intrinsic rv signal was blanked by the fallback atrial pacing, and a subsequent ventricular paced beat is delivered. As the fallback rate slows, this phenomenon goes away. Additionally, there have been 3 1 pacemaker mediated tachycardia (pmt) episodes since implant. Technical services (ts) reviewed troubleshooting options and programming considerations, such as programming to vdi. This crt-d remains in service. No adverse patient effects were reported.